Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that notification light could not turn off and continued to blink. It was also reported that the down arrow button was not responding. Customer's blood glucose was 8.9 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit also passed leak test. Device responded properly to button presses. However, unit had corroded keypad traces flex fingers. No unexpected constant flashing notification light noted during testing. The electronic assembly and motor had moisture damage. Unit had scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.